Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited undersensing of r wave and failure to capture. Programming changes were made. The patient was in stable condition.